Event description:
On (B)(6) 2015 the reporter contacted animas alleging that there were air bubbles in the system and the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with small ketones. Troubleshooting did not identify any damage to the cartridge and confirmed that correct cartridge fill technique was being used. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of air bubbles in the cartridge that remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has been returned but has not yet been investigated; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. The complaint could not be duplicated with the retain sample. A lot inspection was performed and no failures were observed.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.